Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a child receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the pump was implanted approximately 5-6 years ago (from (B)(6) 2018) and was turned to minimal settings approximately 2-3 years later as they had issues with swelling around the pump. They had considered ¿elective removal¿ over summer 2018 ¿as managing without.¿ however, some potential complications following surgery were identified by the neurosurgeon. It was later reported that the swelling around the pump was a patient issue from their condition. This was an ongoing health issue with the patient but not the pump, and they had decided to leave the pump in situ, empty the pump, fill with saline and put on minimal rate. Notes from (B)(6) 2015 referenced a recurrence of pseudomeningocele. The option of removing the pump and catheter or just the catheter was discussed, and they were happy with removing just the catheter. The patient¿s mother had pointed out some swelling around the pump noticed in the last 24 hours (from (B)(6) 2015). The option to keep the pump in situ with normal saline at minimal settings was discussed. The manufacturer representative advised cutting the catheter at 2 cm to protect the junction of the pump. However, it was noted the majority of the catheter was removed 4 years ago (from (B)(6)2018) ¿ ¿so presumably that removed that potential problem¿. The pump was emptied; 9 ml was withdrawn, and 12.5 ml was expected. The pump was refilled using sterile technique with saline (expiration date october 2018). The new refill date was 2023. The pump serial number was not supplied at this time. It was unknown when the pump was implanted. The patient¿s weight at the time of the event was unknown. The consultant had no further information. No further complications were reported.

Manufacturer narrative:
Aware date of the initial report for 3007566237-2018-02662 is 2018-08-16. If information is provided in the future, a supplemental report will be issued.